Event description:
A malfunction was reported on the customer's pump, identified as malfunction code 12, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as the customer had experienced this malfunction three times on the same device. The pump was still under warranty, and a replacement with updated software was sent. The customer was instructed on proper storage and return procedures for the faulty pump and acknowledged these directions. Additionally, they were advised to program their settings and connect their continuous glucose monitor (cgm) to the new pump.